Event description:
It was reported that the left ventricular lead had dislodged. It was noted that the lead had dislodged in 2011. The lead was successfully explanted and replaced on (B)(6) 2014. The patient was in good and stable condition.

Manufacturer narrative:
(B)(4).